Manufacturer narrative:
Additional information is provided in sections h.6 and h.10. Intra-lot trending performed for the past year found no similar complaints. As no sample or lot number was received by manufacturing, no further evaluation can be conducted at this time. No root cause could be determined as no sample or lot code was provided for analysis. No action is warranted. Assessment complete, no further actions required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A pharmacist report that viscoelastic product was used during a cataract surgery. Upon day-one post operative evaluation, the patient exhibited corneal opacity with decreased visual acuity and suspected endophthalmitis. The patient received unspecified medical treatment and their visual acuity was reported to have improved.

Event description:
Additional information received clarified that the patient symptoms are now suspected to be toxic anterior segment syndrome (tass) and not endophthalmitis. The patient's left eye was treated with steroids, nsaids and antibiotics. The patient's symptoms are reported as improving.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).